Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to syncope. Loss of capture, oversensing noise on electrograms (egm) and a polarity switch were noted on the right atrial (ra) lead. Diagnostic testing,/ trouble shooting was performed. The lead was capped during a changeout procedure. No further patient complications have been reported as a result of this event.